Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient expired due to multisystem organ failure. No autopsy was performed and the pump remains implanted post-mortem. The physician does not believe that the patient's death was related to the device or implant procedure. No further information has been provided.

Manufacturer narrative:
Additional information received indicated that the patient struggled the entire time on left ventricular assist device (lvad) support and received temporary right ventricular assist device (rvad). The patient had open-chest and was on several drips throughout postoperative course until time of death. The physician reported that the death was related to the patient's underlying condition. It has been reported by the implanting site that while full autopsy was not performed at the time of death, the pump was explanted as the patient wanted to donate his heart to science. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.